Event description:
It was reported that the patient faced an event with infusion set where tape not sticking due to sweating on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: austrianame: (B)(6)country: united states of americastreet: (B)(6) based on the available information, this event is deemed to be a reportable malfunction..request was performed for additional information including lot number and serial number; however, lot number and serial number were not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number and serial number were identified, which limits the ability to trace or analyze a particular item. Investigation in progressto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380